Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of "the pump is not charging and is working on battery alone" was confirmed during product evaluation. The root cause was assigned to the power supply unit printed circuit board. The power supply unit was replaced in order to correct this condition. A service history review revealed no previous service events were related to the reported condition. A device history review was performed with no exceptions found during manufacturing. This involved a colleague version 1.7 infusion pump with a user interface module software version of 8:11:00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with the reported condition where "the pump is not charging and is working on battery alone." Service menu could not be entered as pump states that it must be plugged in and operating on alternating current power in order to determine battery status. It is unknown when or in which care area this event occurred. This condition has the potential to cause an interruption of delivery. There was no report of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.